Event description:
The patient was injected in the nasolabial folds and marionette lines. The patient allegedly developed redness and swelling two weeks later and edema four weeks later in the injected areas. The area was drained and a culture was taken. The patient was treated with an antibiotic (keflex).

Manufacturer narrative:
The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.